Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call.

Event description:
It was reported that the 9600 system locked up and would not fluoro during a case. No patient injury was reported.